Manufacturer narrative:
Upon completion of the investigation it was noted that the jaw/tip is fractured on the top shaft. The loose/broken portion of the tip was returned. Examination of the broken metal surfaces indicated a metal fracture resulting in tip detachment/breakage. The cutting surfaces of the jaw/tip appear worn and dull. The exact manner in which the jaw broke could not be verified, however; it is likely that typical force may have been applied to the instrument during use to compensate for dull cutting surfaces and resulted in worn breakage of the jaw/tip. This instrument appears to be old as the metal surfaces appear worn throughout (lot number not invisible, date of manufacture is unk). There is no evidence of corrosion on the broken surface of the jaw/tip or elsewhere on this instrument. This is the first complaint of this type for this product code, therefore; it is considered to be an isolated incident. We will continue to monitor for this or similar complaints for this product code. Based on the results of this investigation no further action is required. This complaint is not considered closed.

Event description:
Affiliate reported that the tip of the rongeur broke during the procedure. As a result the surgeon had to use an alternate approach to remove the tip.